Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set tubing came apart close to site location while patient was playing on (B)(6) 2025. No further information available.